Event description:
It was reported by the patient¿s relative that stated it is not working properly. Follow-up was conducted with the patient¿s clinic and from the information obtained it was reported that the patient¿s left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).